Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced an elevated blood glucose (bg) level of 519 mg/dl and diabetic ketoacidosis (dka) resulting in a hospitalization. A correction bolus was delivered and a manual injection was administered to address bg prior to hospitalization. No damage was observed with the cartridge, infusion set tubing or infusion set cannula at the time of this event. Reportedly, the customer had been using the pump supplies for 3 days. Tandem technical support advised the customer against using humalog for longer than 2 days within the pump supplies. Customer was treated with intravenous therapy, fluids and manual injections. Customer was released from the hospital 2 days later with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.